Event description:
It was reported that during a laparoscopic left nephrectomy procedure, surgeon found the firing mechanism to be really stiff and difficult to place clips safely on the vessels due to this in combination with the clips were advancing very slowly in to the jaws of the instrument. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.